Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked display window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that screen display had blue and yellow streaks and there was a partial line going through the time, battery and reservoir icon. Customer does not know how damage occurred. Customer's blood glucose was 286 mg/dl. Customer was advised that insulin pump would need to be replaced.